Event description:
Pt undergoing angioplasty to determine whether surgical intervention was necessary to correct arterial stenosis. Balloon broke off at junction to catheter. X-ray later revealed fragment of balloon.